Manufacturer narrative:
It is unknown when device migration occurred. 510k: this report is for an unknown 1.5mm headless compress screw. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a knee surgery due to patella alignment problems caused by original injury. During the procedure, an unknown headless compression screw was found to have backed out into the knee joint. The screw was originally implanted on an unknown date, several years ago. The screw was removed in several pieces. Revision surgery was completed successfully with an unknown surgical delay and more x-rays taken for the removal. Patient outcome is unknown. This report is for an unknown 1.5mm headless compress screw. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).

Event description:
It was further reported that the length of the explanted screw is not known as it was removed in several pieces.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality conducted a review of the provided x-ray. Device evaluation: investigation type: picture investigation the device was not returned for investigation; only an x-ray was provided. The provided x-ray shows three implanted screws. As only one view was provided and the initial implant images were not provided it cannot be definitively determined if the screw has migrated. However, the right most screw in the image does appear raised which is consistent with the reported condition that ¿an unknown headless compression screw was found to have backed out into the knee joint.¿ this screw also appears slightly bent off-axis along the shaft below the screw head. Thus, the overall complaint condition is considered confirmed. Based on the reported part description (1.5mm headless compress screw) the device is likely from the 02.230.1xx/04.230.1xx part family. Thus, the headless compression screw, 1.5mm drawing was reviewed. During the investigation no product design issues or discrepancies were observed. As the device was not received a physical inspection could not be completed and as the lot number was not provided a DHR review could not be performed. The risk assessment for headless compression screws was reviewed and found to adequately address the complaint condition. Conclusion: a device inspection via the provide photo was performed as part of this investigation. The complaint condition is confirmed. No definitive root cause was able to be determined as circumstances surrounding the event are unknown and the device was not returned for physical inspection. From the provided information there is no indication that a design or manufacturing issue contributed to the complaint. The risk assessment was found to adequately address the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.